Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported finding a metal particle embedded in a patient's cornea following a cataract procedure. Additional information and product sample have been requested.

Manufacturer narrative:
No lot number was identified with this complaint; therefore, a lot history review could not be conducted.no sample was returned for evaluation; therefore functional and visual testing could not be performed.because a sample was not returned and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. No specific action with regard to this complaint was taken by the manufacturing facility because no complaint sample was received to determine a root cause. All phaco tips are 100% visually inspected by trained operators using 30x magnification. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time.(B)(4)